Event description:
During ercp, after device passed through channel with some resistance, after sphincterotomy performed and device removed from scope, a balloon device was passed through the scope and a pancreatic stent was pushed out of the scope and into the patient's small bowel. The stent was retrieved by snare without incident. The same scope was used on (B)(6) 2015 where an attempt to insert a pancreatic stent was performed; however, the stent was not located. The scope was fully cleaned prior to the use on (B)(6) 2015. This required patient to be monitored for infection due to exposure.